Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that after insertion of the iab, the pump alarmed for "helium leakage". As a result the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that "alarm was found for helium leakage after starting the machine" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after insertion of the iab, the pump alarmed for "helium leakage". As a result the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that after insertion of the iab, the pump alarmed for "helium leakage". As a result the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "alarm was found for helium leakage after starting the machine" could not be confirmed upon the inve stigation of the returned sample. The customer returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box; it was in a sealed ziploc bag and further enclosed in a shipping envelope (inp-1, inp-2). Upon return, the distal end of the teflon sheath was noted at approximately 38.3cm from the iabc distal tip; the teflon sheath hub was noted connected to the hemostasis cuff (inp-4). The one-way valve was tethered to the short driveline tubing (inp-5). The iabc bladder was fully unwrapped (inp-6). A bend was noted to the central lumen at approximately 43.5cm from the iabc distal tip; the central lumen was consistent with a flattened appearance at the location of the bend (inp-7). Dried blood was noted on the exterior surfaces of the returned iabc; no obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 60 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 43.4cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 41.4cm from the iabc luer, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.